Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (abnormal shutdowns) was confirmed. As received, the monitor reset during pulse testing. Upon evaluation, there was a broken solder connection at the negative lead of the c19 capacitor. The cause of the abnormal shutdowns and pulse test failure is the damaged c19 capacitor lead connection. The root cause of the damaged connection is mechanical shock from physical impact. No adverse event resulted from the defective monitor.

Event description:
A us distributor contacted zoll to report that a patient's device was producing abnormal shutdowns.